Event description:
It was reported that post a coronary stenting treatment procedure, in-stent restenosis occurred. (B)(6) 2006 a 2.5 x 8mm taxus express2 stent was implanted in the mid left anterior descending (lad). The patient presented due to unstable angina in (B)(6) 2012 and underwent cardiac catheterization procedure which revealed 75% in-stent restenosis of the previously implanted taxus express2 stent located in the mid lad. Thirteen days post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).